Manufacturer narrative:
Qc was acceptable. Liquid flow cleaning (lfc) is performed weekly. Sample material was received for investigation. The sample was tested with the elecsys cortisol ii assay on a cobas e 411 analyzer and with the ionify cortisol assay on a cobas I 601 (mass spectrometry). Cobas e411: 25.56 ug/dl. Cobas i601: 27.9 ug/dl. The cortisol results from both methods were comparable. The investigation did not identify a product problem. All elecsys results are believed to be correct.

Event description:
We received an allegation of questionable high results for multiple patient samples tested for elecsys cortisol ii (cortisol ii). Specific high results not corresponding to the clinical picture were provided for 1 patient tested on (B)(6) 2025, on a cobas e 411 analyzer (rack system). The serum results were 28.64 ug/dl and 28.67 ug/dl. The plasma results were 27.98 ug/dl and 27.28 ug/dl. The results were from the same sample drawn at the same time. Reportedly, the expected cortisol result was 0 ug/dl. The patient had allegedly previously undergone a suppression test, and cortisol was high; however, the pathologist did not find cortisol-secreting cells in the adrenal gland.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). Sample material was requested for investigation.